Manufacturer narrative:
This supplemental MDR is being submitted to report additional information regarding the patient's relevant history and to link the other mdrs for this patient because this patient underwent another revision surgery due to an alleged infection. The investigation is still in progress. When the investigation is complete, a supplemental report will be submitted accordingly. This patient underwent another revision surgery on (B)(6) 2021 to remove and replace the following implants: tibial hinge component, tibial poly spacer, and resurfacing femur axial pin. The following mdrs are for the 3 implants that were revised on (B)(6) 2021: #3013450937-2021-00156; #3013450937-2021-00157; #3013450937-2021-00158. The following sections were updated: b4: date of this report added. B7: other relevant history added. G3: date received by manufacturer added. G6: type of report added. H6: investigation findings code updated to 3233: results pending completion of investigation. H10: additional narratives/data.

Event description:
It was reported that the patient underwent a revision surgery due to an alleged infection. The following parts were removed and revised: resurfacing femur axial pin, tibial hinge component, tibial poly spacer. The following parts remain implanted from the original eleos surgery which took place on (B)(6) 2021: resurfacing femur, cemented stem extension, cemented segmental stem, proximal tibia, and male-female midsection. The surgeon removed implants with poly components and performed a washout. No further information was made available.

Event description:
It was reported that the patient underwent a revision surgery due to an alleged infection. The following parts were removed and revised: resurfacing femur axial pin, tibial hinge component, tibial poly spacer. The following parts remain implanted from the original eleos surgery which took place on (B)(6) 2021: resurfacing femur, cemented stem extension, cemented segmental stem, proximal tibia, and male-female midsection. The surgeon removed implants with poly components and performed a washout. No further information was made available.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the alleged infection could not be determined. The device history records and sterilization batch records were reviewed and no issues during manufacturing or sterilization were identified that could have contributed to this complaint. If any additional information is obtained, a supplemental MDR will be filed accordingly. This patient underwent another revision surgery on (B)(6) 2021 to remove and replace the following implants that were placed during the revision surgery involved in this complaint: tibial hinge component, tibial poly spacer, and resurfacing femur axial pin. The following mdrs are for the 3 implants that were revised on (B)(6) 2021: #3013450937-2021-00156; #3013450937-2021-00157; #3013450937-2021-00158. The investigation of this revision surgery is still in progress. Review of the device history records and sterilization batch records for the part involved in this complaint did not identify any issues that could have contributed to the revision surgery on (B)(6) 2021 due to an alleged infection. The following sections were updated: b4: date of this report added. G3: date received by manufacturer added. G6: type of report added. H2: follow-up type added. H3: device evaluated by manufacturer updated to no. H6: type of investigation code updated to 3331: analysis of production records. H6: type of investigation code updated to 4111: communication/interviews. H6: type of investigation code updated to 4110: trend analysis. H6: type of investigation code updated to 4114: device not returned. H6: type of investigation code updated to 4117: device not accessible for testing. H6: type of investigation code updated to 4109: historical data analysis. H6: investigation findings code updated to 213: no device problem found. H6: investigation conclusions code updated to 4315: cause not established. H10: additional narratives/data.

Manufacturer narrative:
The device will not be returned for investigation as it was discarded at the hospital. The investigation is in progress. When the investigation is complete, a supplemental report will be submitted accordingly. Multiple mdrs were reported for this event: #3013450937-2021-00141, #3013450937-2021-00142, #3013450937-2021-00143, #3013450937-2021-00145, #3013450937-2021-00146, #3013450937-2021-00147, #3013450937-2021-00148.

Event description:
It was reported that the patient underwent a revision surgery due to an alleged infection. The following parts were removed and revised: resurfacing femur axial pin, tibial hinge component, tibial poly spacer. The following parts remain implanted from the original eleos surgery which took place on (B)(6) 2021: resurfacing femur, cemented stem extension, cemented segmental stem, proximal tibia, and male-female midsection. The surgeon removed implants with poly components and performed a washout. No further information was made available.